Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump wre accurate. In addition, a fixed prime test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol. Suggested to remain disconnected from the pump.